Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and extreme diabetic ketoacidosis on (B)(6) 2018 with blood glucose of unknown. The customer experienced symptoms such as dehydration and vomiting. The customer was treated intravenous. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The information provided in section date of event with the initial report was incorrect. The correct information was (B)(6) 2018.